Event description:
It was reported when an asymptomatic patient presented in clinic for follow up, externalized conductors were observed. No electrical anomalies were detected. The patient has not been scheduled for extraction. No further information is available. Lead remains implanted.

Event description:
Lead was explanted, date unknown.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.6-13.5cm from the distal tip. Internal insulation abrasions were noted at 25.7-25.8cm and 27.3-29.8cm from the distal tip. The etfe coating was intact at these locations.